Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate device charge due to non-cardiac oversensing. The vector was reprogrammed from secondary to primary to mitigate the oversensing. No adverse patient effects were reported.